Event description:
Litigation alleges the patient suffers from pain, discomfort, and dislocation.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs alleges post traumatic stress disorder, depression, swelling in both legs, limping, intense strain to the muscles, ligaments and tendons area, and use of cane for mobility. After review of medical records, it was confirmed that the patient was revised due to aseptic loosening of the left femoral component resulting to pain. Operative note reported femoral sleeve was loose with no bony ingrowth. There's no signs of infection and dislocation in the revision note. Bone scan reported increased activity at the femoral sleeve suggestive of loosening.